Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name (B)(6); product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2018; UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving fentanyl (500mcg/m: at 25mcg/day) via an implantable pump. The indications for use were unknown. It was reported that the patient was found to have a non-patent catheter in clinic on january 10, 2024 when a catheter access study was done in preparation for a prophylactic pump replacement due to eri. The patient denied any significant falls or injury, and denied any withdrawal symptoms. The patient's last thoracic x-ray was on august 10, 2022, which demonstrated the catheter tip at t8. The patient was brought back to the clinic multiple times to slowly reduce their dosing to prevent withdrawal symptoms in preparation for a catheter revision. The patient was taken to the operating room on (B)(6) 2024 for a catheter revision and prophylactic pump replacement. The healthcare provider (hcp) opened the pump pocket and dissected out the existing pump and proximal pump segment. They then disconnected the proximal pump segment and found that there was still no spinal fluid coming from the spinal segment. The hcp then opened up the lumbar incision and dissected down to the existing catheter anchor. Once the anchor was found, the hcp noted that the catheter had somehow been sheared off and the distal spinal segment was not accessible and thus abandoned. The cause of the catheter obstruction/shearing was unknown. The hcp did not note any spinal fluid dripping from the incision site. The hcp repaired the fascia, and a new catheter was placed at t8, then tunneled over to the existing pump pocket and connected to a new proximal pump segment. The new pump was then attached to the catheter and placed back in the existing pump pocket. The physician performed a catheter access procedure before and after placing the pump in the pocket. The incisions were then irrigated and closed. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's medical history included fbss and chronic back pain. The patient status at the time of the report was alive with no injury.